Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. Concomitant medical products: item number: 00801803201, item name: femoral head sterile product (do not resterilize) 12/14 taper, lot #: 64059554. Item number: 00620005420, item name: shell porous with holes 54 mm o.d., lot #: 63703210. Item number: 00784501500, item name: femoral stem fiber metal midcoat collarless 12/14 neck taper standard neck offset cementless size 15 standard body, lot #: unknown. Item number: 00630505032, item name: liner standard 32 mm i.d. For use with 50/52/54 mm o.d. Shells, lot #: 63930705. Report source: (B)(6). Multiple MDR reports were filed for this event; please see associated reports: 0001822565-2018-06264, 0001822565-2018-06263. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient was revised due to dislocation and stem subsidence approximately 2 months post-implantation. Attempts have been made and no additional information is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of radiographs. Visual and dimensional evaluations could not be performed as the product was not returned. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Visual and dimensional evaluations could not be performed as the product was not returned. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.